Manufacturer narrative:
During follow up with the customer it was determined that before starting the second exam it was noticed that there was a small flashing light on the patient demographic screen near either the indication or medication fields. Technical services determined the issue was likely due to due to an error with the cfd and instructed the customer that if this occurs, to exit back to the main menu and re-enter the patient details. The xscribe is a pc-based diagnostic tool intended to acquire, process, and store ECG data of patients undergoing stress exercise testing. The software records ECG, heart rate, and st data, and creates summary tables, trends, and a final report regarding a variety of cardiac data indices. The cardiac data provided by xscribe is reviewed, confirmed, and used by trained medical personnel to assist in the diagnosis of the electrocardiographic data reflecting the patient's physiological condition during stress exercise testing. The device is indicated for use in a clinical setting, by a physician or by trained personnel who are acting on the orders of a licensed physician. It is not intended as a sole means of diagnosis. The device may interface with equipment for pulmonary function testing and other devices, including a treadmill or ergometer for dynamic exercise evaluation, as well as non-invasive blood pressure equipment, functional arterial oxygen saturation (spo2) equipment, and computer communications equipment. The device is not intended to be used as a vital signs physiological monitor. Technician services advised the customer how to correct the error. Based on this information no further actions are required at this time. Although the reported event did not result in a serious injury or death, the report of a patient demographics mismatch in ECG tests could lead to a misdiagnosis or mistreatment, if it were to recur. Therefore, hillrom considers this complaint reportable.

Event description:
The customer reported that a patients xscribe exam results had been overwritten with the details of the next patient who had an exam. There was no adverse event reported. This incident has been captured under hillrom complaint ref (B)(4).